Event description:
It was reported that the customer has been in the hospital for two weeks due to low blood glucose levels and an insulin pump malfunction. The reported blood glucose reading was 27 mg/dl. It was reported that the customer bolused for a high blood glucose level, and somehow, the insulin pump increased the basal rates to double the normal amount. It was reported that the customer did not make the change to the basal rates. The customer's doctor requested a replacement insulin pump due to the anomaly. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.